Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, a patient experienced bone loss, pain and teeth sensitivity. Doctor advised patient to stop aligner treatment and is recommending traditional braces to mitigate further damage to the patient's teeth.